Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. After a guide wire passed through, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The device was replaced with a non-bsc device and the procedure was continued. No patient complications were reported.